Event description:
The surgeon attempted to implant a silicone lens but it was damaged during insertion and was removed. The surgeon enlarged the incision and sutures were required. The patient's prognosis is good.